Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing department (spd) in-service on an unknown date, it was noticed that the lag screw does not easily fit onto the inserter. The lag screw was tested on another inserter and it slid right on as it should. There is no patient involvement. Concomitant devices: lag screw (part: unknown, lot: unknown, quantity: 1). This report is for a screw inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: visual inspection: the screw inserter (p/n: 03.037.025, lot number: 9388359) was received at us cq. Visual inspection of the complaint device showed the tip had some small deformations. Device failure/defect identified? Yes. Functional test: a functional assessment was unable to be performed on the complaint device as mating components were not returned. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document / specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as a functional test could not be performed. However, the tip had some small deformations. These deformations may have caused the unable to assemble allegation. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and / or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 03.037.025, lot: 9388359, manufacturing site: bettlach, release to warehouse date: 20.march 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.